Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not evaluate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, but based on the information from sorc there was the possibility that it was attributed to the failure of the lamp, or the lifetime of the lamp. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center (sorc) was informed from the user facility that in unspecified timing, it was found that neither of lamp a nor lamp b was emitting light. There was no report of patient injury associated with this event. Sorc checked the subject device and found that the reported phenomenon was duplicated, and found that both lamp a and lamp b in the subject device had failure.